Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. While attempting to troubleshoot the occlusion, the customer received a cartridge alarm 19. The customer's blood glucose level was 302 mg/dl and the customer was to use insulin injections to address the bg level and to manage diabetes.

Manufacturer narrative:
No device failure was identified related to the reported occlusion.